Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), infection ("infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, nausea, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2012. Plaintiffs received treatment for dyspareunia, menorrhagia, general abnormal bleeding, metrorrhagia, bladder problems, urinary problems, infections, uti, vaginal infections, vaginal discharge, fatigue, hormonal changes ,headaches ,nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, metrorrhagia, bladder problems, urinary problems, infections, uti, vaginal infections, vaginal discharge, fatigue, hormonal changes, headaches, nausea. Reporter information, date of birth were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in a 37-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion, dermoid cyst, ear infection and bronchitis. Concomitant products included fluoxetine. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("general abnormal bleeding"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections"), 2 years 8 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial vulvovaginitis ("infections"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("hormonal changes describe: long painful periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - salpingectomy,laparoscopic intra-abdominal, lysis of adh). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, bacterial vulvovaginitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, dysmenorrhoea, female sexual dysfunction and cystitis outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2012, (B)(6) 2010 and (B)(6) 2012. Plaintiffs received treatment for dyspareunia, menorrhagia, general abnormal bleeding, metrorrhagia, bladder problems, urinary problems, infections, uti, vaginal infections, vaginal discharge, fatigue, hormonal changes ,headaches ,nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : lot number added, aka name added, patient demographic added, events onset date, concomitant drug, medical history added, event infection nos is updated to bacterial vaginitis, events added- hormonal changes describe: long painful periods, back pain, abdominal pain, bladder infection, apareunia. Event- genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in a 37-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion, dermoid cyst, ear infection and bronchitis. Concomitant products included fluoxetine. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("general abnormal bleeding"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections"), 2 years 8 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial vulvovaginitis ("infections"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("hormonal changes describe: long painful periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - salpingectomy,laparoscopic intra-abdominal, lysis of adh). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, bacterial vulvovaginitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, dysmenorrhoea, female sexual dysfunction and cystitis outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012, (B)(6) 2010 and (B)(6) 2012. Plaintiffs received treatment for dyspareunia, menorrhagia, general abnormal bleeding, metrorrhagia, bladder problems, urinary problems, infections, uti, vaginal infections, vaginal discharge, fatigue, hormonal changes ,headaches ,nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test: total bilateral occlusion. Lot number: 922603 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.